Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead could not be fixed onto the atrium after several attempts. The ra lead was not used, and a new lead was implanted on (B)(6) 2023. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event was lead couldn¿t be fixed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be fully extended and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, helix was able to be retracted and extended. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.